Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unresponsive. The customer's blood glucose level was 400 mg/dl with ketones present. The customer administered a manual injection. The customer connected the pump to a power source and the pump turned on.